Event description:
It was reported by a customer on (B)(6) 2011 the fiber rotated inside the end of the fiber cap and there was diminished fiber vaporization at 221, 837 joules. No pt injury was reported.